Manufacturer narrative:
The alleged event was not confirmed. Review of labelling, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. In the case presented it was reported: miss-drilling occured. Drill bit is broken off. Replacement was available. On request the following information was received: ¿all what I know is, that they had an issue with drill in the or. Drill was broken and they remove the pieces, ¿ after the event I had tested target device and quick sleeve. Targeter seems ok and works. Considering above information it is very likely that the event of drill breakage was caused by insufficient handling. A product deficiency was not suspected. In case the item or other essential information becomes available we reserve the right to re-reopen the case for investigation and to assess a new root cause. H3 other text : device disposition is unknown

Event description:
The customer reported that misdrilling occurred. The drill bit broke off. A replacement device was available.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
The customer reported that misdrilling occurred. The drill bit broke off. A replacement device was available.